Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump-stop events can be confirmed based on the evaluation of the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed and pump-stop events cannot be conclusively determined through this evaluation as no product was returned. The submitted log file captured intermittent pump-stop and low speed events on (B)(6) 2022. While the patient was supported by the mobile power unit (mpu). These alarms appeared to be consistent with driveline damage. The log file captured low speed, low flow, and power elevation events during the pump-stops. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2017. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called with complaints of yellow wrench alarm while connected to the mobile power unit (mpu). The patient has a history of a short-to-shield with percutaneous lead repair. The patient was unable to see the prompt on the screen before the alarm cleared. Over the phone, it was revealed that their last 6 controller alarm were low flow alarms. The patient was brought into the clinic for a full device interrogation which revealed many low speed advisory and pump off alarms. A review of the log files revealed 52 low speed hazards and 30 pump stops while connected to the mpu. The issue appeared to be a short-to-shield. The patient was sent home with a power module and an ungrounded patient cable.

Manufacturer narrative:
Section b5: the patient's history of a short-to-shield with percutaneous lead repair was reported under manufacturer report number 2916596-2022-01791. No further information was provided. The manufacturer is closing the file on this event.